Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a distal pancreatectomy splenectomy lower gastrectomy procedure, rep called into the room. Surgeon thought the stapler looked bent and didn't want to use the stapler. Was firing black reloads and after the 6th firing and before the 7th firing noticed the beveled anvil. No concerns raised about staple lines during the case. The procedure was completed using same like device and seventh reload. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5570c: the analysis results found that one psee60a device was returned with the anvil bent upwards and with seven gst60t cartridges reloads present. The cartridges reloads were received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.